Event description:
Complaint received stating "minimal blood leaking from catheter white thermistor box". No adverse pt consequences reported.

Manufacturer narrative:
Lot number # 2966356 showed that 156 units were manufactured, tested, inspected and released in (B)(6) 2014. No product returned to date for investigation.